Event description:
According to the reporter: occurred during a laparoscopic lobectomy. There was poor staple formation. To correct the issue, another loading unit was used. No known impact or consequence to patient. Patient status is alive, no injury.